Event description:
This is a report of a patient who experienced peritonitis. The patient was not hospitalized for the peritonitis. On the same day as the peritonitis, the treatment for the event consisted of with cifran (50 ml, IV, and frequency not reported), genticyn (40 mg in each bag for 14 days, ip, and frequency not reported) and vancomycin (2 gm, twice a week (1st and 7th day). It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.